Event description:
It was reported that an allergic reaction occurred. An allergy test kit was sent to the patient but none of the healthcare providers (hcp) in the hospital or surrounding clinics were willing to do the allergy test kit. The status of the patient was serious. The patient was admitted to the hospital and had been in the hospital for the last few days. The hcp would not explant the product. Additional information has been requested, but was not available as of the date of this report.